Event description:
The MFR rep (rep) reported, a telemetry issues with the neurostimulator in 2007. The pt indicated she was unable to turn the neurostimulator on after recharging the night before; the battery life was at 25 percent remaining. The pt performed several physician recharge mode(s) and the neurostimulator still would not respond to the 8840 programmer or the pt programmer. Four days later, the rep attempted to synchronize the pt programmer with the neurostimulator and rec'd error messages 590 and 591. The rep stated, the pt is very good about keeping the device charged and the pt has not let the battery level go below 1/4. X-rays taken at the hosp confirmed the device was not flipped; the orientation of the device per x-ray looked fine. The rep commented that a special programmer was going to be sent to him asap in attempt to unlock the neurostimulator; the rep never rec'd the programmer. On 11/29/07, the rep was still unable to communicate with the device using the 8840 programmer, the recharger or the pt programmer. Device explant is pending at this time. Refer to medwatch report # 2182207200704487.

Manufacturer narrative:
.